Event description:
Consumer reported, the solution turned yellow. Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. The presence of evaluated iron will affect product stability with respect to color and efficacy over time. A global recall was initiated for this lot.

Manufacturer narrative:
Icp mass spectrometry was performed on another sample of this lot and showed a higher then expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. A global recall was initiated for this lot.